Manufacturer narrative:
For this investigation, organic top sheet herbal regular pads was reported as the complaint product. However, no lot code was provided by the consumer. As such, qc inspection records of (B)(4) lots manufactured in 2022 of organic top sheet herbal regular pads were reviewed and it was confirmed all in process checks were performed, and the results of those checks were in compliance with the specification.

Event description:
On 27-feb-2023, a spontaneous report was received from the FDA (mw5115386) regarding a 30-year-old female consumer who used 100% organic cotton cover regular pads, herbal infused pads with wings. On 17-mar-2023, additional information was received from a consumer. The consumer started to use the herbal pads on (B)(6) 2023 to (B)(6) 2023. On (B)(6) 2023, she experienced a burning sensation after putting on the pad. She discontinued the product. Her vagina was inflamed, painful, red, irritated, itched, and was swollen. She thought she had a chemical burn. On (B)(6) 2023, her symptoms were ongoing and worse so she went to an emergency room (ER). She was told she had an allergic reaction to the pads and was instructed to use topical hydrocortisone cream and vagisil to the area. The treatment did not provide relief, so she went to the ER again on (B)(6) 2023. A vaginal culture was collected, and it was found she had a vaginal yeast and bacterial infection. Subsequently, she was prescribed metronidazole along with two additional antibiotics. Her symptoms slowly improved. On (B)(6) 2023 she visited her regular doctor who prescribed triamcinolone cream which provided relief. As of (B)(6) 2023, her symptoms resolved. She felt she had a chemical burn, but it was not a diagnosis and her doctors felt it was an allergic reaction. No additional information was provided.